Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis(ipp) for approximately six months due to lack of fluid that resulted from cylinder leak. The entire ipp was removed and replaced with a new one. No patient complications were reported in relation to this event.